Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the front therapy electrode that was spreading to other areas. The patient's physician prescribed clotrimazole and the infection was improving.